Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had trouble with their stimulator on sunday. They were on the toilet and their partner picked up and moved the patient programmer and the screen went blank. The patient was at 3.7 volts. They were still going to the bathroom and felt a jolt. There was gooey stuff everywhere and they had a constant drip. They noted they had received the implant for their pelvic floor. They had constant stool drippage. There were no changes, however, they had been exercising and had lost a lot of weight slowly from 120 pounds down to 104 pounds. Troubleshooting was unable to be performed as the patient was hesitant about getting the programmer and did not have it with them. The patient mentioned the option of them being on the toilet when trying to connect. The function of the programmer was reviewed. It was explained the patient could attempt to connect to check the status of the implant, however it was not necessary for them to be on the toilet to check the implant. The patient declined the offer to assist in checking the implant after they used the toilet. They tried everything before and were hesitant about doing anything themselves. Their partner had left the house and they did not know how long they would be gone. They planned to check on their partner and call back when they were available to assist. The patient was redirected to their healthcare provider to further address the issue of the patient's symptoms.

Manufacturer narrative:
A4: included patient weight. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.